Event description:
It was reported that the patient presented for remote follow up via merlin.net with low defibrillation impedance exhibited by the atrial lead. No interventions were made. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with low pacing impedance exhibited by the atrial lead. No interventions were made. The patient was in stable condition and will continue to be monitored.